Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error alarm. Customer's blood glucose was unknown.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error during testing noted. The pump passed the leak test. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector during visual inspection noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage, a missing end cap address label and minor scratches on the lcd window.